Manufacturer narrative:
(B)(4). The sample has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
A customer contacted baxter to report that the spike of a transfer set had separated from the solution bag while the patient changed the bags. The connector cover was not used. The set had been used for less than 4 months. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). One used set was received with no cap on spike and no cap on patient connector in reference to connection issue. The set was visually inspected. A batch review was not performed since the lot number was not unknown. The complaint was confirmed in the lab for damaged due to the separation of silicone tubing. The tip was slightly bent, and did not affect insertability of the spike during simulated connections done. The cause was undetermined. No dimensional problems were noted with the spike. Baxter will continue to monitor similar reports to determine if further actions are required.